Event description:
It was reported that there was a problem with the control panel of an arctic sun device. Incorrect reading of the patient's temperature was noted. Alarm 47 "communication with the control panel" was displayed. Possible other faults that they were not aware of. As per follow up information received on 24nov2023. The device was send to issue resolved in olen (bd-approved facility for evaluation).there was no involvement because the therapy was continued on the other device. The therapy completed by patient on another new device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue was not duplicated during evaluation. The device was evaluated upon receipt. Patient temperature reading issues were not duplicated upon evaluation. No repairs were made for the reported issue as the issue was unconfirmed. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a problem with the control panel of an arctic sun device. Incorrect reading of the patient's temperature was noted. Alarm 47 "communication with the control panel" was displayed. Possible other faults that they were not aware of.